Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that the patient was using the device while pregnant. The dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women. It was reported that the sensor was worn beyond seven days. The dexcom g5 mobile continuous glucose monitoring system user's guide states: dexcom g5 mobile sensor sessions last seven days.